Event description:
The customer reported that the insulin pump was exposed to fluid. The customer stated that he jumped to the pool with the insulin pump. The customer replaced the battery and the insulin pump alarmed. The screen was blurred and customer was unsure what the error was. The customer reported that the insulin pump display went blank after it was exposed to moisture. The customer's blood glucose was 186 mg/dl. Customer mentioned also the sticker and serial number fell off a year ago. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and customer agreed to return the product for analysis. No further info provided.

Manufacturer narrative:
Insulin pump powered up properly after battery insertion. No blank display or display anomaly noted. Insulin pump had no button response due to corroded keypad traces. Unable to test for unexpected error due to no button response. Insulin pump had a peeling address serial and number label, protruded and loose drive support disk, scratched display window, and cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. Insulin pump has moisture damage noted on electronic assembly and on motor.